Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "stop valve" of a clearlink continu-flo solution set did not work. The reporter stated that there was no noticeable damage to the device. This occurred during infusion of an unspecified intravenous (IV) solution. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. The sample arrived out of the pouch primed. Visual inspection showed no obvious defects. Functional testing was performed by spiking the sample into an in-house solution bag containing distilled water. An in-house secondary set was also spiked into an in-house solution bag containing distilled water was then attached to the top y site. The setup was then checked for flow and back flow and the set primed and flowed normally with no back flow noted. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.